Manufacturer narrative:
Article citation: prokosch-willing, verena; vossmerbaeumer, urs; hoffmann, esther; pfeiffer, norbert. "Suprachoroidal bleeding after xen gel implantation."journal of glaucoma, 2017, 26:e261¿e263. The reported events of ocular pain, vision abnormalities, choroidal hemorrhage and high intraocular pressure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event and product details has been requested. No additional information is available at this time. Device labeling: the patient's iop should be monitored postoperatively. If the iop is not adequately maintained after surgery, a therapeutic regimen or further intervention to reduce iop should be considered. Warnings the following may occur in conjunction with the use of the xen gel implant: gel implant migration, gel implant exposure or extrusion, gel implant blockage, choroidal effusion or hemorrhage, hypotony maculopathy, bleb related complications, or endophthalmitis and other known complications of intraocular surgery (e.g., flat or shallow chamber, hyphema, corneal edema, macular edema, retinal detachment, vitreous hemorrhage, uveitis). (B)(4).

Event description:
Reported events of patient experienced a sudden strong pain in the right eye, iop was raised to 54mmhg, anterior chamber had flattened to 3 corneal thicknesses and a dark mass was visible behind the intraocular lens 2 days postoperative. Visual acuity had decreased to no light perception. Ultrasound examination confirmed the suspected diagnosis of a suprachoroidal bleeding. Iop was lowered by mannitol infusion and was checked daily with iop, slit-lamp, and ultrasound examinations. Atropine 0.5% eyedrops were administered 6 times a day to induce cycloplegia. The iop dropped to 8mmhg spontaneously and remained. The xen45 gel implant drained aqueous humor, a bleb was visible and the anterior chamber deepened. Ultrasound examination revealed liquification of the bleeding at post-op day 7. Six weeks later patient presented with a pressure of 7mmhg. The suprachoroidal hemorrhage had resolved completely. The device remains implanted. These events were noted in the article "suprachoroidal bleeding after xen gel implantation." Published in the journal of glaucoma, 2017, 26:e261¿e263.

Event description:
Reported events of patient experienced a sudden strong pain in the right eye, iop was raised to 54mmhg, anterior chamber had flattened to 3 corneal thicknesses and a dark mass was visible behind the intraocular lens 2 days postoperative. Visual acuity had decreased to no light perception. Ultrasound examination confirmed the suspected diagnosis of a suprachoroidal bleeding. Iop was lowered by mannitol infusion and was checked daily with iop, slit-lamp, and ultrasound examinations. Atropine 0.5% eyedrops were administered 6 times a day to induce cycloplegia. The iop dropped to 8mmhg spontaneously and remained. The xen45 gel implant drained aqueous humor, a bleb was visible and the anterior chamber deepened. Ultrasound examination revealed liquification of the bleeding at post-op day 7. Six weeks later patient presented with a pressure of 7mmhg. The suprachoroidal hemorrhage had resolved completely. The device remains implanted. These events were noted in the article "suprachoroidal bleeding after xen gel implantation." Published in the journal of glaucoma, 2017, 26:e261¿e263.